Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after a remote transmission for backup vvi was received. The patient received inappropriate hv therapy while exercising. A device download was performed successfully and the device was restored to normal operation.